Event description:
The facility representative reported an infusion pump with an unknown battery problem. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the unknown battery issue was confirmed at the customer's facility in 2007. Fail code 570 was observed in the event history. This fail code was caused by depleted batteries. The batteries were replaced. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.